Event description:
It was reported that approximately 33 months post implant of a bifurcated device, two infrarenal aortic extensions and a suprarenal aortic extension, a follow up computed tomography scan revealed a recurrent distal endoleak of the right common iliac artery, and an endoleak from the right hypogastric artery. A month prior, the distal endoleak had been treated placing a limb extension. The physician elected to coil the hypogastric artery and extended into the external iliac placing an additional limb extension with good result. The patient was reported to be doing well. Additional note: a prior event ((B)(4), 2031527-2014-00058) was reported involving this patient. In this prior event, a distal endoleak of the right limb was treated with a limb extension, which successfully corrected the endoleak.

Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or images were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible and a cause could not be determined. Endoleaks are a known inherent risk of the procedure. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office - corrected.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.